Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set fell off due to adhesive issue event on 21 apr 2026. Due to the event, patient's blood glucose level was 399mg/dl and was treated with insulin via pump.